Manufacturer narrative:
The investigation of automated impella controller (aic) - display issue has been completed. The console was inspected and display defect was confirmed. After temporarily connecting display to an engineering console¿s 4-in-1 assembly, the issue was reproduced, which proved that it was isolated to the lcd component. The cause of the issue was a defective component.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller has a horizontal line running through the middle of the display screen. There was no patient involvement.